Manufacturer narrative:
H3: one device was received for evaluation service history review identified one (1) repair request in the past one year. The reported issue was confirmed as high-pressure alarms were identified in the event history log (ehl) review. A possible root cause of the event was considered to be an anomaly in an auxiliary device (a medication cassette, tubing, etc.). However, a definitive root cause was unable to be identified. No further actions were taken, and the device was returned to the customer with no repair provided at their request.

Event description:
It was reported that there was blockage alarm during use. The event occurred during patient use at the facility. There was patient involvement, and no patient harmed reported.